Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An alert was received in the remote home monitoring system due to high out of range shock impedance measurements being detected during delivery of shock therapy. The delivered shock successfully terminated the arrhythmia. Further review was recommended. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic. Upon interrogation of the associated cardiac resynchronization therapy defibrillator (crt-d) with a programmer, it was noted that the device had recorded a shock lead open message as a result of the out of range impedance measurements. Technical services (ts) recommended potential device and lead replacement. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician plans to review the lead on x-ray and refer the patient for lead and potential device replacement. No procedures have yet been scheduled. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An alert was received in the remote home monitoring system due to high out of range shock impedance measurements being detected during delivery of shock therapy. The delivered shock successfully terminated the arrhythmia. Further review was recommended. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic. Upon interrogation of the associated cardiac resynchronization therapy defibrillator (crt-d) with a programmer, it was noted that the device had recorded a shock lead open message as a result of the out of range impedance measurements. Technical services (ts) recommended potential device and lead replacement. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician plans to review the lead on x-ray and refer the patient for lead and potential device replacement. No procedures have yet been scheduled. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken to explant and replace the rv lead. In addition to the high out of range shock impedance measurements, this lead also exhibited high threshold measurements. During the lead explant procedure, the patient's blood pressure dropped due to a suspected torn superior vena cava (svc). A sternotomy was performed and the torn svc was repaired and the procedure was completed without the implant of a replacement rv lead. It was noted that the rv pace/sense and high voltage ports were plugged in the device header and the device was reprogrammed to aai until the patient is stable enough to have a new rv lead implanted. The patient was then admitted to the ICU and was noted to be in stable condition. No known lead implant procedures have been scheduled or undertaken at this time. No additional adverse patient effects were reported. Additional information and the return of the lead has been requested. No additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the intent of the procedure was also to replace the crt-d. The device currently remains in-situ and programmed to aai. No further device explant and rv lead implant procedures have been scheduled at this time as the patient is still recovering from the surgical complications during lead explant. Additional information was requested, however, no additional information is available at this time. No additional adverse patient effects were reported. The lead sustained damage during explant and is not expected to be returned. Additional information was received that surgical intervention was undertaken. The crt-d were explanted and replaced and a new rv lead was implanted. The patient was then discharged from the hospital. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An alert was received in the remote home monitoring system due to high out of range shock impedance measurements being detected during delivery of shock therapy. The delivered shock successfully terminated the arrhythmia. Further review was recommended. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An alert was received in the remote home monitoring system due to high out of range shock impedance measurements being detected during delivery of shock therapy. The delivered shock successfully terminated the arrhythmia. Further review was recommended. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic. Upon interrogation of the associated cardiac resynchronization therapy defibrillator (crt-d) with a programmer, it was noted that the device had recorded a shock lead open message as a result of the out of range impedance measurements. Technical services (ts) recommended potential device and lead replacement. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An alert was received in the remote home monitoring system due to high out of range shock impedance measurements being detected during delivery of shock therapy. The delivered shock successfully terminated the arrhythmia. Further review was recommended. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic. Upon interrogation of the associated cardiac resynchronization therapy defibrillator (crt-d) with a programmer, it was noted that the device had recorded a shock lead open message as a result of the out of range impedance measurements. Technical services (ts) recommended potential device and lead replacement. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician plans to review the lead on x-ray and refer the patient for lead and potential device replacement. No procedures have yet been scheduled. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken to explant and replace the rv lead. In addition to the high out of range shock impedance measurements, this lead also exhibited high threshold measurements. During the lead explant procedure, the patient's blood pressure dropped due to a suspected torn superior vena cava (svc). A sternotomy was performed and the torn svc was repaired and the procedure was completed without the implant of a replacement rv lead. It was noted that the rv pace/sense and high voltage ports were plugged in the device header and the device was reprogrammed to aai until the patient is stable enough to have a new rv lead implanted. The patient was then admitted to the ICU and was noted to be in stable condition. No known lead implant procedures have been scheduled or undertaken at this time. No additional adverse patient effects were reported. Additional information and the return of the lead has been requested. No additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the intent of the procedure was also to replace the crt-d. The device currently remains in-situ and programmed to aai. No further device explant and rv lead implant procedures have been scheduled at this time as the patient is still recovering from the surgical complications during lead explant. Additional information was requested, however, no additional information is available at this time. No additional adverse patient effects were reported. The lead sustained damage during explant and is not expected to be returned.